Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 to remove and replace two screws. The initial reporter indicated that one of the screws was found broken mid-shaft and another screw backed out. The surgeon indicated that his recommended post-operative rehabilitation likely contributed to the event. There was no complication during the surgery and surgeon was pleased with the outcome. This is report 1 of 2 for this incident. This report is to address the broken screw.